Event description:
The report stated that during the radio frequency ablation, the needle electrode stopped functioning correctly. The temperature displayed on the generator was flipping back and forth until "hh" was displayed and the generator switched off. There was no visible ablation zone. Another needle electrode was used and the surgery was extended one hour. There was no pt injury due to this failure.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.